Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/ unistep plus was used during a stenting procedure on a female patient. According to the complainant, the tip of the device seemed slightly bent during preparation. The physician attempted to deploy the stent in the patient, however, the stent would not deploy. The physician then attempted to partially deploy the stent, however, the stent separated from the catheter. The stent system was removed, and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.